Event description:
It is reported that patient had a mid to distal left femur fracture approximately ten months ago. The initial implant date is not available. Patient did not heal from the fracture. It appeared as an atrophic non-union. The surgeon removed the 11 x 380 left lateral entry nail and two screws. The surgeon revised patient with 13.5mm and put in a new lfn nail on the left femur, 12 x 380 and two locking screws and end cap. There was no delay in the surgery. The surgery was completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown implant date, approximately 10 months ago. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.